Manufacturer narrative:
Customer declined evaluation.

Event description:
It was reported that a patient was being transferred, and the unit's brakes did not engage fully/hold, causing the patient to fall. It was reported that the patient received injuries including broken ribs. It was reported that medical intervention was necessary, but details regarding what medical intervention occurred were not provided.